Manufacturer narrative:
The lens has been returned for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the pt's left eye due to a damaged haptic. Capsular damage was also noted. The incision was enlarged, anterior vitrectomy was performed and another lens was implanted. Sutures were used. The pt's prognosis was reported as "good". Reference MDR# 1313525-2015-00804 for the delivery device used during the procedure.